Event description:
The customer reported that while the iabp was in use on a patient, the iabp recorded incorrect timing. The iabp was reading a heart rate of 180 beats per minute (bpm) but the actual heart rate of the patient was 75bpm. The patient ws switched to another iabp and therapy was continued. No patient injury was reported.

Manufacturer narrative:
Evaluation summary: the device history record (DHR) for the iabp involved in the event was reviewed. There were no non-conformances in the DHR related to the reported event. Service report: company service representative could not duplicate the reported issue under normal operating conditions; the timing of the balloon pump matched the settings of the patient simulator. Completed full functionality tests and everything was within normal operating specs. One of the orange ECG leads (la) was damaged/crushed and the insulation was open. Suggested the front end board on the iabp as a precautionary measure (signal processing) and this was declined by the customer. They will monitor system. (B)(4).